Event description:
It was reported that while actively monitoring pts, an m300 appeared to discharge the pt without user intervention. The users have reported that when it is discovered that the pt is no longer being monitored at the ics, the pt is readmitted to restore monitoring function. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.